Manufacturer narrative:
The customer reported their AED displayed service code warning for replace battery now and the asi is flashing red. The maintenance schedule was reported as unknown. The battery pack that was previously connected was depleted and expired. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported their AED displayed service code warning for replace battery now upon new insertion. Customer indicated that after installing a new battery pack and pads the previously connected battery pack and pads were expired. The reported event did not occur during patient use.